Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed undersensing and a low amplitude or poor morphology rhythm. There is evidence suggesting that the device was not able to convert rhythm definitely after the electric shocks that were delivered. External defibrillation shocks were used in order to convert rhythm. The external shocks were delivered as a consequence of the patient condition. No adverse patient effects were reported.